Event description:
During a scheduled t10 to ilium surgery, the surgeon revised up to t2 and at the final tightening, the surgeon was tightening the ti nut at t10. The ti collar with grooves of the screw broke. Surgeon retrieved the broken collar and nut. The surgeon selected another collar and nut and completed the procedure. There was no extra time and no effect to the pt. This is 2 of 2 events for this report.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. All relevant features for this complaint were inspected and they conform to specifications; therefore, this product complaint is invalid.